Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a motor rate error and the device needed a bottom case. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 09-sep-2022 via email and attached to complaint object: there was no patient harm and problems were found during biomed testing. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken on the bottom case and plunger assembly upon receipt, the bottom case was cracked, and the plunger case was also missing the seal. An error code was found in the ehl (event history log). The customer reported issue was confirmed during the investigation. Root cause of the reported issues is attributed to customer impact and normal wear on the pump. Replaced the bottom case, plunger assembly and plunger case seal, the worm coupling, worm gear, lead screw and both clutch halves. Performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.